Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID d314trg, lot# serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product ID 694965, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2013-(B)(6), product ID 5076-52, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2013-(B)(6), (B)(4).